Manufacturer narrative:
The biomedical engineer replaced the touch screen to address the reported problem. The unit is back in service. The biomedical engineer refused to provide patient information due to it is confidential.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator screen freezes from time to time. The customer reported that the unit was in use on patient, but there was no patient harm reported.